Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs. It was noted the exact cause of the pump flipping was not known.

Manufacturer narrative:
Device code no longer applies to the event and instead applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on 2018-(B)(6) the patient reported the pump was free floating and will consider a revision. On 2018-(B)(6) the pump was repositioned to the right hip. The catheter was spliced and an extension was added to the proximal segment of the catheter/catheter was extended. Surgical observation on 2018-(B)(6) confirmed the pump dislodged from sutures with two broken suture loops. The clinical diagnosis was other pump dislodged from suture. The outcome of the event resolved without sequelae on 2018-(B)(6). The relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the patient was receiving morphine (3.0 mg/ml at 1.6541 mg/day), bupivacaine (30.0 mg/ml at 16.541 mg/day), and compounded baclofen (300.0 mcg/ml at 165.41 mcg/day) via an implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen via an implanted pump. The indication for use was malignant pain. It was reported the provider noted, on (B)(6) 2018, the pump was flipping within the pocket making refills more difficult. The device diagnosis was pump inversion. Surgically repositioning the pump was discussed. It was indicated the event was related to the device or therapy. On (B)(6) 2018, the patient elected to titrate down from it therapy rather than proceed with pump revision secondary to insufficient pain relief. No actions were taken the issue was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.